Event description:
In 2006 during the therapeutic procedure of placing a vancel implantable port in a pt. The catheter freactured. It was indicated that a replacement port was successfully implanted in the pt and that there was no adverse affect on the pt as a result of the reported problem.